Manufacturer narrative:
(B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient had a cranial prosthesis preformed. The custom made device did not fit; the surgeon had to manipulate the plate to fit the patient. After surgery patient may be able to feel the implant device. There was a delay in surgery; total number of minutes is unknown. Patient's outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.